Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that bed 4 did not alert for desaturation (70-77% sat). The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that the staff are missing "desat" alarms for a patient at bed 4-a64. The device was in use on a patient. There was no report of patient or user harm.